Event description:
It was reported that an external fluid leak was observed on a u9000 filter during setup. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Initial reporter phone number: (B)(6). The device was evaluated onsite by a qualified technician. During inspection, a leak was observed on the u9000 filter. The reported condition was verified. Based on past investigations, the most likely failure is a crack in the housing near the welding zone. This is a design related issue. This issue is being further investigated. Should additional relevant information become available, a supplemental report will be submitted.